Manufacturer narrative:
Other relevant device is: etlw1628c124e, sn (B)(4).

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately five months post index procedure the patient presented emergently with a stroke and back pain. A CT revealed that both right and left endurant ii stent graft limbs had migrated into the aorta. A bilateral distal type I endoleak was observed. Four days later the physician elected to implant additional endurant limbs in both the right and left iliac artery. No endoleak was observed on a final angiogram, the procedure was completed and the event was resolved. Per the physician, the cause of the event was due to aortic remodeling. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.